Manufacturer narrative:
Root cause: a root cause could not be determined. No issues were identified during analysis of production records. An inspection of the defective sample could not be performed because a sample was not returned. If the defective sample is returned, the case will be reopened. Corrective action: a corrective action was not taken due to the root cause determination. Investigation summary: an internal complaint ((B)(4)) was received for a convenience kit (part 89-10044, lot 49860941) that contained an electrosurgical pencil that would not work. The end user reported this incident to the FDA (report mw5088867). A defective sample initially was reported to be available for return. However, as of the date of this report, a sample has not been received for evaluation. The work order for the reported finished good lot number was reviewed for possible discrepancies that may have contributed to the event. No discrepancies were identified. The bill of materials for the finished good kit was reviewed and (B)(4) was identified as the electrosurgical pencil contained within the kit. This pencil is manufactured at deroyal (B)(4). The investigator at the (B)(4) facility reviewed the production records for the finished pencil and its sub-assembly. No discrepancies were identified. Product in-process at (B)(4) was inspected. Eighty units were inspected using a continuity test and all units were accepted. From 2017 to present, three complaints have been received for electrosurgical pencils exhibiting a similar issue. However, the part numbers associated with these complaints were different than the one currently under investigation. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
The electrosurgical pencil that was packaged in a convenience kit would not work. After checking the machine to ensure it was working, a new pencil was opened and worked.